Manufacturer narrative:
D4: expiration date: added. D10/h3: product available to stryker: updated. H4: manufacturing date: added. H3: device evaluated by mfg: updated. H3: summary attached: updated. The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The reported event is covered in the direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis, and coil was found stretched and jammed. In the case of this complaint it is most likely that the main coil stretched during coil advancement against friction and coil jammed due to the anatomy being very tortuous. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use; therefore, an assignable cause of procedural factors was assigned to the as reported and analyzed issues coil in catheter friction, patient medical or surgical intervention required, main coil stretched and main coil jammed.

Event description:
It was reported that during the procedure, the subject coil was stuck in the distal part of the microcatheter. The operator had to cut the hub of the microcatheter to remove the coil with a snare device. The coil was noted to be stretched once removed from the patent¿s anatomy. No clinical consequences reported due to this event.

Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that during the procedure, the subject coil was stuck in the distal part of the microcatheter. The operator had to cut the hub of the microcatheter to remove the coil with a snare device. The coil was noted to be stretched once removed from the patent¿s anatomy. No clinical consequences reported due to this event.